Event description:
It was reported the patient would feel stimulation as a ¿grip¿ sensation. The ¿grip¿ would let go, stimulation would go away, and would not come back. All impedances were within normal limits. The sensation had occurred since before their last lead replacement. Intermittent stimulation occurred on six different programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy249492h ) showed ins setscrew backed out too far. No significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the implantable neurostimulator (ins) was completely explanted and replaced on (B)(6) 2014. Intermittent stimulation and sudden loss of stimulation were noted. The patient reported a shocking/jolting sensation. First, the doctor thought it may be the lead so the lead was replaced. (See manufacturer's report # 3004209178-2014-20574.) The device continued to suddenly turn on/off then the doctor replaced the ins, 3058. It looked as if there was tissue clogged inside the 3058. The patient status at the time of this reporting was noted as alive, no injury.